Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, and off no power test. The operating currents were in specification, no unexpected failed battery test alarms, or battery out limit alarms noted during testing. However, the device was received stuck in the motor error alarm loop during bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. The device also had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error and battery out limit. Customer stated in the past two months the device has been alarming motor error during prime, basal, and basal delivery sometimes. Customer states he gets the battery out limit alarm when he changes the battery. Customer doesn't recall blood glucose. Troubleshooting was performed. The device was not exposed to an MRI or magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.